Event description:
The pacemaker pt was undergoing aggressive radiation therapy for small cell lung cancer. The therapy was being directed 4.5 cm away from the device. After 12th dose, the device was checked with the programmer and some unexpected behaviors were observed: all annotation markers on the threshold test and tests in temporary screens were missing. In (B)(6) 2008, the radiotherapy treatment was completed. Although, the device was exposed multiple times, it was still functioning with exception of the temporary and threshold screens. The physician did not want to replace the device or perform any invasive treatment. He wanted to keep the pt as comfortable as possible.

Manufacturer narrative:
Jan 11, 2010: this event concerns a device that was manufactured and used outside the united states. Method - review of the electronic data and files rec'd. (B)(4). Reportedly, the pt undergone aggressive radiotherapy in the vicinity of the implant. Although, the pacemaker was shielded, seu were probably triggered inside the implant ram, leading to the reported behavior (issue in temporary and threshold screens, absence of markers, eri is also absent). The implant was still functioning, but multiple exposures to the radiation altered the memory in such a way that we cannot ensure a proper operation of the implant. Therefore, it was recommended that a switch to standby mode be performed on this implant with the dedicated engineering software. Then a re-initialization should be performed upon interrogation with the last commercial version of the programmer software. A detailed procedure explaining how to proceed was sent along with the engineering software.